Event description:
The customer stated that his meter was giving low readings of 11.7 and 10.7. It was verified that the meter was set in mmo1/l. The customer did not allege any adverse events due to the readings. He was able to reset the meter to mg/dl, and no product will be returned for evaluation.

Manufacturer narrative:
The serial number provided for the meter was not valid, so it was not possible to determine a manufacture date.